Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2013. It was reported that on (B)(6) 2017, pump stoppage events occurred that were accompanied by low flow and driveline disconnect alarms. The patient was asymptomatic. The submitted x-rays reviewed by the manufacturer¿s technical services representatives revealed an area of concern on the portion of the driveline internal to the patient. On (B)(6) 2017, the patient's pump was exchanged.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stoppage events that were captured in the submitted log file. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the sealed outflow graft and the outflow graft bend relief were also not returned. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. Both the pump-end segment and the distal segment of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the distal segment of the driveline revealed shield breakdown 4.5 through 7 inches from the proximal side of the distal segment. Damage to the red, orange and black wires was observed 4.5 inches from the proximal side of the distal segment. Damage to the red, yellow, orange, green, and black wires was observed 5.5 inches from the proximal side of the distal segment. Damage to the yellow and brown wires was observed 6.5 inches from the proximal side of the distal segment. Damage to the brown, green, and black wires was observed 7.5 inches from the proximal side of the distal segment. The breaches on the wires appeared consistent with abrasion against the metal braided shield. Both the pump-end segment and the distal segment of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages recorded in the submitted log file. If the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield, the resulting electrical short would have caused the reported pump stoppages while the system was operating on battery power, as recorded in the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.